Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Event description:
It was reported that an estimated 30¿50 ml of chemotherapy remained in the pump, though the exact amount was unknown. The pump started with 600 ml at a continuous rate of 25 ml/hr. Both reservoir and total volume given were recorded as 600 ml. The patient had been medically affected, requiring an additional 1¿2 hours of infusion time to complete the treatment. The event occurred while in use with a patient.